Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported nothing was done to resolve the implant moving in the pocket, so the issue wasn¿t resolved. In addition, the replacement of the recharger antenna didn¿t resolve the poor coupling. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient was having problems with the rechargeable unit, further stating that ever since they got it they are having a lot of trouble getting it to charge day before yesterday took 6 hours to go one quarter to one half. Patient stated that no one told him it would take 6-10 hours a week to charge. Patient indicated that they try to charge once a week, and it had only been charge to 100% one time. Patient stated they do not use the belt but holds it in place with their thumb. Patient wife stated that patient falls asleep when they charge. Patient stated they had tried different ways to hold it in place, has tried ace bandages and they had tried everything. Troubleshooting was done on the call, patient repositioned the antenna over ins, patient was charging during the call and reported zero coupling boxes filled in black the ins was showing empty and stimulation was off. It was recommended for patient to try to charge to full and after that to spend a short time charging to top the ins off every day. During the call patient also reported that their ins moves around in the pocket under their skin, it was not locked in and that was what was causing the coupling issue. A new recharger antenna was sent to the patient. It was recommended for patient to report recharging issues and ins moving around to the managing health care professional (hcp). Patient stated they will call the hcp. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported the failure of the charging unit/battery moving in the pocket was due to fluid build-op over the chest unit. According to the consumer the replacement of the recharger antenna didn¿t resolve the poor coupling and the issue of the battery moving in the pocket wasn¿t resolved. No further complications were anticipated.